Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) results that were generated by the access 2 instrument. The customar indicated that the elevated results were reported out of the lab. The customer indicated the accu tnl results were questioned by the physician. The customer re-tested the pt samples for accu tnl. The customer did not provided the actual accu tnl results. The customer indicated that there has been no change to pt treatment attributed to or connected with this event.